Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was updated that on (B)(6) 2018, the patient recently had a fever to 101.2 and was put on additional antibiotic for a small area of redness at the top of their sacral incision. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for urinary dysfunction. It was reported that the patient was complaining of pain over their incision site on (B)(6) 2018 and requested more pain pills. On (B)(6) 2018, they went into the emergency room (ER) where it was found that the stimulator was infected. The system was explanted, not replaced, and was disposed of on (B)(6) 2018. The event was noted to be resolved without sequelae after the explant. No device issues or further complications were reported or anticipated.